Manufacturer narrative:
(B)(4). We received one used (approx. Half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The tube was cut off approx. 10 cm near the bottom cap. The cut off tube was not submitted by the customer. As-received condition the white clamp was closed at the sample. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) of the sample. After we open the white clamp, the solution was running. Because the customer has cut off the tube a further investigation of the sample was not possible. Hence we assess this complaint to be not judgable. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): flow rate too slow.